Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a fractured neck on a tmzf stem. Rep stated in a voicemail that patient information would be available upon follow up; however, three attempts were made to contact the rep with no response.